Event description:
It was reported in the literature review, "impact of magnetic fields from tablets, laptops, smartphones, and household/leisure magnets on cardiac implantable electronic devices", there were instances of inappropriate magnet responses by a few abbott pacemakers and implantable cardioverter defibrillators caused by electromagnetic interference from electronic devices in close proximity. No further information was provided.